Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Lot number not provided. UDI not provided. Model #/lot #: since the lot number was not provided, this information cannot be determined this event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia procedure. When the surgeon was trying to the clip the mesh onto the tissue. The charger at the tip of the device fell into the patient. The entire cartridge fell into the patient and was retrieved with a simple laparoscopic tool. No x-ray was performed to locate the piece. In order to resolve the issue and complete the case, took another charger. There was no patient harm. The patient status is alive, no injury.